Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s current blood glucose level was 486 mg/dl and at the time of incident blood glucose level was 375 mg/dl. The customer¿s other blood glucose level was 374 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer treated for high blood glucose with the insulin pump. The insulin pump is still in auto mode for the high blood glucose. The insulin pump will not be returned for analysis.